Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name harmony transcatheter pulmonary valve; product ID: harmony-25, (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: n/a, the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the guidewire was inserted into the right pulmonary artery (rpa) and was retracted into the main pulmonary artery (mpa) prior to deployment. The deployment of row 1-2 of the transcatheter valve was performed using the "pop-up" method and the initial deployment was at a satisfactory position. Upon deployment of rows 1-2, the valve "shifted" causing the outflow side to be positioned lower than expected. Due to slight pressure applied to the valve, the valve descended further and a kink was observed on row 1-2 under fluoroscopy. The physician decided to advance the non-medtronic sheath distally beyond the delivery catheter system (dcs) capsule and the valve was re-sheathed. The dcs was advanced to the rpa, and rows 1-2 was deployed into the rpa using the "flowering" technique to deploy the valve into the mpa. An angiography was performed that revealed the deployment of the valve extended to around row 3.5, and the patient's blood flow was obstructed resulting in a drop in blood pressure. Subsequently, row 3.5-6 was carefully deployed to ensure the valve would not descend further and to restore blood flow. Another angiography was performed that revealed the position of the valve was satisfactory and the valve was fully deployed. Following the implant procedure, no paravalvular leak (pvl) or pressure difference were observed.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the guidewire was inserted into the right pulmonary artery (rpa) and was retracted into the main pulmonary artery (mpa) prior to deployment. The deployment of row 1-2 of the transcatheter valve was performed using the "pop-up" method and the initial deployment was at a satisfactory position. Upon deployment of rows 1-2, the valve "shifted" causing the outflow side to be positioned lower than expected. Due to slight pressure applied to the valve, the valve descended further and a kink was observed on row 1-2 under fluoroscopy. The physician decided to advance the non-medtronic sheath distally beyond the delivery catheter system (dcs) capsule and the valve was re-sheathed. The dcs was advanced to the rpa, and rows 1-2 was deployed into the rpa using the "flowering" technique to deploy the valve into the mpa. An angiography was performed that revealed the deployment of the valve extended to around row 3.5, and the patient's blood flow was obstructed resulting in a drop in blood pressure. Subsequently, row 3.5-6 was carefully deployed to ensure the valve would not descend further and to restore blood flow. Another angiography was performed that revealed the position of the valve was satisfactory and the valve was fully deployed. Following the implant procedure, no paravalvular leak (pvl) or pressure difference were observed. Additional information was received indicating that the "pop-up" method refers to the step in the valve placement procedure where the dcs is inserted via the right femoral artery and advanced to the right pulmonary artery. After this, the dcs is towed to the bifurcation of the middle pulmonary artery and aligned.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the guidewire was inserted into the right pulmonary artery (rpa) and was retracted into the main pulmonary artery (mpa) prior to deployment. The deployment of row 1-2 of the transcatheter valve was performed using the "pop-up" method and the initial deployment was at a satisfactory position. Upon deployment of rows 1-2, the valve "shifted" causing the outflow side to be positioned lower than expected. Due to slight pressure applied to the valve, the valve descended further and a kink was observed on row 1-2 under fluoroscopy. The physician decided to advance the non-medtronic sheath distally beyond the delivery catheter system (dcs) capsule and the valve was re-sheathed. The dcs was advanced to the rpa, and rows 1-2 was deployed into the rpa using the "flowering" technique to deploy the valve into the mpa. An angiography was performed that revealed the deployment of the valve extended to around row 3.5, and the patient's blood flow was obstructed resulting in a drop in blood pressure. Subsequently, row 3.5-6 was carefully deployed to ensure the valve would not descend further and to restore blood flow. Another angiography was performed that revealed the position of the valve was satisfactory and the valve was fully deployed. Following the implant procedure, no paravalvular leak (pvl) or pressure difference were observed. Additional information was received indicating that the "pop-up" method refers to the step in the valve placement procedure where the dcs is inserted via the right femoral artery and advanced to the right pulmonary artery. After this, the dcs is towed to the bifurcation of the middle pulmonary artery and aligned. Additional information was received indicating that there was nothing related to the patient's anatomy that contributed to the dislodgement.